Event description:
Customer reported via sales rep that the strand of the thread broke during the surgery. There was no delay. The surgery was finished with another item available with no more adverse consequences reported.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.